Event description:
Rptr is experiencing erosive changes in left condyle (bone resorption) compatabile with foreign body reaction to implant. She also has enlarged lymph nodes; lymph node biopsy 11/93 removed 2 nodes 1 cm x 2 cm), severe myalgias of neck and upper back and soft tissue swelling of neck.